Event description:
--

Manufacturer narrative:
The lead was returned and is being evaluated in our post market quality assurance laboratory. This product issue will be udpated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the product was performed. Visual inspection noted the lead had been severed and was returned in two segments. No insulation damage was visible. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity of the lead. Final analysis was unable to confirm any lead issues that would have caused or contributed to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was received from this system due to shock impedance measurements less than 20 ohms. In clinic testing, noted a measurement of 40 ohms except when the patient crossed his left arm over to the right side, which produces a measurement less than 20 ohms every time. The physician suspects there is a compromise in the lead insulation. A revision procedure was performed and the lead was removed from service without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--